Manufacturer narrative:
(B)(4). Gtcfs-65-2-jug-celect-pt. Similar to device with 510(k) k121629. Investigation is still in progress.

Event description:
Description according to study: global study ((B)(6)), patient (B)(6), grade 3 filter leg interaction with ivc wall. On (B)(6) 2015 (same day as procedure), the pre-placement ultrasound was completed. It revealed no thrombus in the inferior vena cava (ivc), pelvic veins, or right lower extremity. Thrombus was present in the left lower extremity. Core lab analysis of the pre-placement ultrasound concurred with the site's assessment. The primary reason for the filter placement was a current dvt with no contraindication to anticoagulation, but added risk due to a surgical or endovascular procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 22.5 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect&#59398;filter (gpn g34310, lot # e3382415) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was = 16 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.7 mm. There was no evidence of filter deformation, migration, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 15.9 degrees. On (B)(6) 2016 (20 days post-procedure - site has been queried regarding date discrepancy), a CT of the chest and abdomen with intravenous contrast was performed. Core lab analysis revealed no evidence of pe, ivc thrombus, filter fracture, deformation, migration, or embolization. The angle of filter tilt in the sagittal plane was 5.9 degrees and 15.7 degrees in the coronal plane. There were no grade 0 filter legs, eleven grade1 filter legs, no grade 2 filter legs, and one grade 3 filter leg that affected a vertebral body. The grade 3 filter leg was not associated with hemorrhage, hematoma formation, or other clinical findings at the perforation/puncture sites. On (B)(6) 2016 (28 days post-procedure), the filter was retrieved with minimal difficulty. The primary reason for filter retrieval was because it was no longer clinically needed. There was < or = 25% of thrombus present in the filter. Filter legs did appear outside the column of contrast before retrieval. Patient outcome: on (B)(6) 2016 (60 days post-procedure), the patient exited the study.

Manufacturer narrative:
(B)(4). Igtcfs-65-2-jug-celect-pt. PMA 510(k) similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: significant filter tilt and a filter primary leg perforating ivc are reported and image review finds that this quite likely is a result of the filter being pushed forward instead of the introducer sheat being retracted during deployment, or, due to the filter being deployed partly into a small lumbar vein. Of the two provided possible causes, the first seems to be more likely able to cause perforation of ivc. As such, and without further information available, the event is concluded to be caused by the user not following instructions. To address the issue, the IFU make reservations that the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques, warns that excessive force should not be exerted, and specifcally instructs the user not to advance the filter but to retract the introducer sheath during filter deployment. The remaining primary and secondary legs demonstrates grade 1 interaction indicating tenting of the wall of the ivc, thus not indicating perforation. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to study: on (B)(6) 2015 (same day as procedure), the pre-placement ultrasound was completed. It revealed no thrombus in the inferior vena cava (ivc), pelvic veins, or right lower extremity. Thrombus was present in the left lower extremity. Analysis of the pre-placement ultrasound concurred with the site's assessment. The primary reason for the filter placement was a current dvt with no contraindication to anticoagulation, but added risk due to a surgical or endovascular procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 22.5 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter (lot # e3382415) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was = 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.7 mm. There was no evidence of filter deformation, migration, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 15.9 degrees. On (B)(6) 2016 (20 days post-procedure - site has been queried regarding date discrepancy), a CT of the chest and abdomen with intravenous contrast was performed. Analysis revealed no evidence of pe, ivc thrombus, filter fracture, deformation, migration, or embolization. The angle of filter tilt in the sagittal plane was 5.9 degrees and 15.7 degrees in the coronal plane. There were no grade 0 filter legs, eleven grade1 filter legs, no grade 2 filter legs, and one grade 3 filter leg that affected a vertebral body. The grade 3 filter leg was not associated with hemorrhage, hematoma formation, or other clinical findings at the perforation/puncture sites. On (B)(6) 2016 (28 days post-procedure), the filter was retrieved with minimal difficulty. The primary reason for filter retrieval was because it was no longer clinically needed. There was < or = 25% of thrombus present in the filter. Filter legs did appear outside the column of contrast before retrieval. Patient outcome: on (B)(6) 2016 (60 days post-procedure), the patient exited the study.